Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a bubble on the downstream occlusion (dso) sensor. During analysis, the delivery accuracy tests found the pump to be out of the in-house specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failed the volume test (21.49, 22.32). No patient involvement, as event occurred during testing.